Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a prostyle was deployed, yet the footplate would not retract. The device was removed against resistance. Another prostyle was deployed with the same issue. When the second prostyle was removed, it tore the artery. A 22fr dryseal sheath was applied. A cutdown was performed. The evar procedure was completed. A transfusion was given for blood loss and the vessel was surgically repaired. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017, against resistance. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
E4: initial report sent to FDA updated from no to yes. G2: report source updated. User facility medwatch #(B)(4) attached.

Event description:
Subsequent to previously filed report, medwatch report received: first perclose device failed - foot plate didn't retract. Removed and a second perclose was used resulting in the same issue (foot plate didn't retract). However, when this one was being removed, it tore a hole in the artery that was filled with a 22f dryseal. Procedure was able to be continued. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties with the device. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely tissue, vessel or suture was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The returned device foot was elevated and distal which is indicative of tissue under the foot during closure. The foot was opened and reclosed successfully demonstrating no device issue. There is therefore no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.